Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was intended to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, before the device was used in the patient, neither side of the preloaded guidewire could be advanced through the tip of the tome and the guidewire was very difficult to push. After further inspection, it was noticed that the hydratome rx 44 and the preloaded hydra jagwire guidewire were coated in a strange substance. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient was provided by the customer showing the tome and the guidewire coated with unknown substance.